Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event.

Event description:
Customer shared concern regarding their sherlock 3cg devices. Specifically regarding powerpicc placement when using 3cg, customer noticed p waves with no deflection upon placement, but when chest x-rays are completed, they are finding that the piccs are placed ¿deep¿ and often in the right atrium or deeper. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
Customer shared concern regarding their sherlock 3cg devices. Specifically regarding powerpicc placement when using 3cg, customer noticed p waves with no deflection upon placement, but when chest x-rays are completed, they are finding that the piccs are placed "deep" and often in the right atrium or deeper.